Event description:
It was reported that during a transurethral green laser vaporization of the prostate (pvp) procedure, it was found that the fiber fractured inside the device. The procedure was completed with another of same device. There were no patient complications reported as a result of this event.